Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the brim cap detached. It was reported by the caller that the vizigo sheath orange hemostasis valve feel off of the sheath. The caller noted that this occurred at the end of the procedure and the physician was able to continue the case without exchanging the sheath. They issue was described as the brim cap becoming detached leading to hemostatic valve dislodgement outside of the hub and leakage. No air entered the patient¿s body. There was no patient consequence.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 11-sep-2025, it was noticed the manufacturing site information reported in section g. All manufacturers of the 3500a initial medwatch was incorrect. All appropriate fields are now updated. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and microscopic evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the brim cap was detached and broken, and the silicon ring and the hemostatic valve were missing from the irrigation hub. According to the picture provided by the customer, the brim cap and the hemostatic valve, the friction ring and the brim cap were observed detached from their original place. Afterward, a dilator was introduced into the sheath, but no valve was found neither in the hub component, nor inside the sheath. Further investigation under a microscope revealed that there were traces of adhesive, evidencing a correct assembly during manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap could be related to the issue reported by the customer. The potential cause of the damage on the brim cap cannot be established. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).